Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad issue. The customer¿s blood glucose level at the time of the incident is unknown. It was stated that all buttons would frequently not respond or have intermittent response. Troubleshooting was performed. The block mode was not active. The customer changes the battery but the buttons were still unresponsive. It was also mentioned that the keypad overlay had damage. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.